Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issues. There was no adverse impact to customer¿s blood glucose level.